Event description:
It was reported that during a lap hypothyroid resection, the tissue pad of the instrument was damaged. Changed to use another device to complete the procedure. No patient consequence.